Event description:
The customer reported that the system shut down and had to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.